Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and post procedural bleeding are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(4) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced inflammation and stoma site pain. During a nurse visit, stoma site discharge of malodorous purulent fluid was observed without redness. An internal bulge was also observed via palpation. Antibiotic treatment was recommended with zinadol 500mg 1x2 for one week. The patient woke up on (B)(6) 2017 with bleeding from the stoma. She probably injured in her sleep and because of new treatment with the anticoagulant eliquis for atrial fibrillation. The bleeding was treated by placing 3 stitches. It was recommended for the patient to stop eliquis and replace it with clexane 6.000 1x2 injections starting (B)(6) 2017 and not to mobilize peg tube for 3 days. On (B)(6) 2017, it was reported that the patient was expected to be discharged on (B)(6) 2017. The stoma was normal with no bleeding or discharge. Stomach pain and inflammation have completely subsided. Zinadol treatment completed on (B)(6) 2017.